Event description:
The customer contact reported the device delivered less than expected. The device was returned to the biomedical department with a report that during new staff in-service device training, the device under delivered. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.